Event description:
Anchorage foot case: 2.0 mm drill bit snapped above cutting flutes during surgery. Cutting flute fragment and drill bit were both retrieved. Force may have been applied on an oblique angle. Another item was used to complete the case.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.